Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and post-sensed t-wave oversensing (pstwos) were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, the session records were analyzed, and the t-wave oversensing was suspected to instead be the oversensing of noise. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.